Event description:
It was reported by the affiliate that the device was used during a gastroplasty. The staples didn't form and consequently, the staple line did not close. Draining was required and the case was completed by hand suturing.